Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had an alert due to out of range pacing impedance measurements and shock impedance measurements as well as high pacing thresholds on the right ventricular (rv) lead as well as noise. An x-ray was performed and nothing abnormal was noted. A revision took place and this rv lead was disconnected and reconnected to the device but the same values were noted. No measurements were taken with a pacing system analyzer (psa) before explanting the device and rv lead. The system was replaced with a competitor system and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.